Manufacturer narrative:
Follow-up #1: date of submission: 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: the pump's black box showed a confirmed replace cartridge alarm on (B)(6) 2015 at 07:20. The unconfirmed alarm discharged the battery resulting in a power loss beginning at 09:31. No damage was found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with the returned battery cap and no power interruptions were duplicated. The returned battery cap contact measurements were in specifications. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.